Event description:
Customer felt the meter was reading high. Son had a seizure and ems was called. Consumed sugar prior to ems arrival, they obtained a sugar of 40 m/dl, no further treatment was administered.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.